Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia pd cycler set leaked. This occurred during an unspecified cycle of peritoneal dialysis therapy, when the patient was connected. It was further reported there was a small hole in the middle of the patient line and solution was observed on the floor. There were no pets in the house. There was no report of patient injury or medical intervention associated with this event. No additional information is available.